Event description:
Customer reported receiving an inaccurately high glucose reading from their freestyle freedom meter. Customer reported experiencing symptoms of numbness of her hands and legs, lightheadedness and fatigue. Paramedics were called and treated customer with glucose tablets and orange juice. There is no report of any diagnosis, an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.